Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.4 inr/3.7 inr. Patient's coumadin dose was held one day based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.